Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: visual inspection showed that the locking screw inside the end cap is not in the original position ¿ it is too deep inside. Apart from that the implant shows signs of use, such as scratches on the sleeve. During the investigation the locking screw was screwed back into position with a standard hex-wrench and afterwards the blade could be locked and unlocked as required. Function test was performed with one of our impactors 356.823 and did not show any abnormalities. The returned pfna blade was examined and the complaint condition was able to be confirmed. The investigation has shown that the locking screw is too deep inside the end cap of the blade and therefore the blade could not be locked. During the investigation the locking screw was screwed back into position with a standard hex-wrench and afterwards the blade could be locked and unlocked as required with an impactor 356.823 (sample). The review of the device history record revealed that this implant was manufactured in february 2019. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities noted; visual and functional checked were performed per 100% after the assembly of the component parts. No manufacturing related issues that would have contributed to this complaint were found; this complaint condition is most likely due to inadequate handling. The root cause was identified during the performed evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part: 04.027.036s, lot: 3l52812, manufacturing site: bettlach, release to warehouse date: 22. Feb. 2019, expiry date: 01. Feb 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional data-d4, d10. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, a proximal femoral nail antirotation (pfna) blade could not be locked during hip surgery for hip fracture; the blade kept on turning. The surgeon had to take another blade to complete the procedure. Procedure outcome and patient status are unknown. Concomitant devices: pfna nail (part: unknown, lot: unknown, quantity: 1). This report is for a pfna blade. This is report 1 of 1 for (B)(4).